Event description:
Home patient (hp) reports the patient line of their homechoice set became disconnected from their transfer set during homechoice treatment as they rolled over in bed. Hp reports they started over with new supplies with assistance from operation service representative. No patient injury or medical intervention required per hp.